Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter (bli) pcb. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a blank display during patient use. The patient was transferred to another ventilator with no harm.